Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient underwent change out of the pulse generator, it was noted that the atrial lead had insulation anomaly. The lead was capped and replaced.